Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to a cut on the bending section cover rubber the water tightness was lost, due to a pinhole on the channel tube the water tightness was lost, the bending section cover rubber had slack, the adhesive on the bending section cover rubber had a chip, the control unit had a scratch, the switch box had a scratch, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to damage the angulation lever did not move smoothly, the connecting tube had a dent, the video connector had a crack, the video connector case had a crack and a scratch, the video cable had a scratch, the light guide connector had a scratch, the protector of the universal cord on the control section side had a scratch, the universal cord had a scratch and a dent, the angulation lever had a scratch, and the grip had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the visera tracheal intubation videoscope has a pinhole in the bending rubber. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the forceps channel port was shaved. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.